Manufacturer narrative:
(B)(4). Investigation is still in progress

Event description:
Description of event according to study: (B)(6) 2018: a female patient underwent tevar with esbe-32-80-t-pf-d/ e3637068 + zteg-2pt-32-200-pf-d/ e3648947 + gzsd-36-164-2/ e3660439. (B)(6) 2018: the following events were confirmed with angio CT and non-contrast CT performed for 6 month follow-up; new tear formation (thoracic). False lumen enlargement (thoracic): 1mon f/u: 5.2mm --> 6mon f/u: 19.7mm. Progression of dissection. The state of thoracic false lumen until 3 month follow-up performed on (B)(6) 2018 was completely thrombosed. A location of the new tear was distal end of the proximal stent graft (zteg-2pt-32-200-pf-d). Re-intervention is scheduled to be conducted in a month. Additional information received 01oct2018: regarding anatomical suitability: the patient was suitable for the tevar since she had been diagnosed with acute aortic dissection. Additional information received 29oct2018: regarding the observation of "progression of dissection", a location of the new dissection was neighbouring region of stent-graft (zteg-2pt-32-200-pf-d) distal end. It was confirmed that no treatment has been performed for the new dissection as of (B)(6) 2018. Further information is requested to the rep if any update has been made. Additional information received 17dec2018: on (B)(6) 2018: the patient had to be hospitalized. On (B)(6) 2018: re-intervention was performed for the new dissection; placing one stent graft mainbody (zta-pt32-28-178) + one stent graft extension (zta-de-26-104). After the additional intervention, the patient recovered. Please refer to attached three query reports for details. Imaging date was (B)(6) 2018 and the imaging assessment date was (B)(6) 2018. Additional information received 23aug2019: type 1a endoleak around the proximal esbe graft was confirmed during the imaging review for (B)(4).

Manufacturer narrative:
Manufacturers ref# (B)(4). Complaint device is no longer similar to a device marketed in us and therefore is the event no longer reportable. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 20oct2020: esbe-32-80-t-pf-d (distal extension) e3637068 which was placed at most proximal at the time of initial treatment was intentionally created fenestration by the surgeon. Patient outcome: additional information received 28oct2020: (B)(6) 2019: multiple myeloma occurred. (B)(6) 2019: the patient died due to multiple myeloma which was a comorbidity diagnosed after tevar.

Manufacturer narrative:
Manufacturers ref# (B)(4). Correction: h1) malfunction changed to serious injury. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 20sep2019: the type 1a endoleak had been treated by coiling on a unknown date. Details of the used coil(s) are unknown. Patient outcome: the patient had recovered and had been discharged from the hospital on a unknown date.